Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was observed as a link separation. The reported suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to the operational context of the procedure. In this case, it is likely that an interaction with patient anatomy, suture pulled until it breaks contributed to the reported suture retrieval issue. Additionally, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the observed suture malposition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure. Reportedly, after needle deployment, the plunger was pulled but the suture could not be verified. A cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Analysis of the returned prostyle device revealed that knot and loop were properly formed. The loop remained in the suture bearing. Follow-up with the account revealed that in addition to the suture retrieval issue, the suture came out with the device with the knot and loop properly formed. No additional information was provided.